Manufacturer narrative:
The reported issue was not duplicated by operational checking performed. Occurrence record of diagnostic code 1104 (backup alarm failed) was confirmed in the event log. While the error was not duplicated by operational checking, cpu board mounting the backup alarm feature was replaced to prevent recurrence. Unit was checked overall, cleaned, run in tests, and functionally tested.

Manufacturer narrative:
The cpu was returned for failure analysis. Visual inspection observed no anomalies. The component ls1 has no date code. The returned cpu assembly was installed into known good test ventilator unit and tested. The reported problem could not be reproduced.

Manufacturer narrative:
Reporting institution phone number :(B)(6).

Event description:
It was reported to philips that the ventilator had a ¿backup alarm failed" alarm. The device was on a patient at the time of the event. There was no patient harm or delay to therapy.